Event description:
It was reported that the system 9800 displayed a collimator iris error, and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was calibrated and aligned. The system was tested and found to be working as intended and placed back into service.